Event description:
On (B)(6) 2010, the pt was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2011, the pt underwent coil embolization of a right lumbar artery, and a left accessory renal artery. He was then implanted with a gore excluder aaa endoprosthesis to treat a type ii endoleak. On (B)(6) 2012, the pt was seen in the hospital complaining of left-sided back pain. On (B)(6) 2012, computed tomography (CT) scan revealed inflammation of the supra- and infrarenal aorta. The physician suspects an infection possibly caused by the reintervention procedure on (B)(6) 2011. The pt has been placed on antibiotics, and will be monitored.

Manufacturer narrative:
A review of the mfg and sterilization records for the device verified that the lot met all pre-release specifications.